Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 132 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had blank display after receiving new battery cap. Customer stated that the insulin pump display was flashing. Customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will be returned for analysis.